Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device did not work properly. There was patient involvement. The device was filled with 5-fluorouracil by the operator who done the priming with physiologic solution, visualising the drops without any issues. The device was connected to a patient, and when the patient returned to the hospital the next day the infusor was half full with the starting volume. No patient injury or medical intervention was reported with this event. There is no further complaint information available.